Event description:
It was reported that this was an unknown surgery performed on an unknown date. In the surgery, when the surgeon inflated the balloon inside the vertebral body, at 5cc expansion and internal pressure of 10atm, the pressure dropped rapidly, and inflation became impossible. Based on the appearance after the balloon was removed, it was thought that the balloon had cracked and contrast medium had leaked into the vertebral body. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4 corrected: g1 h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the synflate vertebral balloon med was inserted into the sleeve. Additionally, the inner balloon was observed to be cracked from the tip; these can be related to the leak and inflation issue. A functional test was performed where it was attempt for several times to remove it from the sleeve but due to the observed conditions it was not possible, therefore, the reported condition can be replicated. According to the surgical technique se_818880, rev. Aa. Pag. Gradually decrease the pressure by turning the handle of the inflation system counterclockwise, until the manometer indicates approximately 10 atm. Slide the white wings forward while pulling the handle all the way back slowly and wait a few seconds to fully deflate the balloon and draw a vacuum. If a removal is still difficult, remove the balloon catheter along with the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part# 03.804.701s lot # 82319936 manufacturing site: werk selzach logistik manufacturing date: 30.sep.2024 expiration date: 01.sep.2026 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot), d9. Corrected: d4 primary UDI number. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.